Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery monitoring voltage was found to be decreasing at an abnormal rate. Further clinical information has been requested.